Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose was 436 mg/dl and afterwards 544 mg/dl. The customer treated herself with a manual injection. The customer changed the tubing and found that the cannula was bent. The customer stated that she may have inserted it into scar tissue. Troubleshooting for high blood glucose levels was done. The customer expressed cotton mouth, nausea and thirst as symptoms of their blood glucose levels. Advised that the insulin pump was working as designed after troubleshooting was done. Advised customer to change infusion set, reservoir and insulin and then treat per healthcare provider's instructions. Advised that replacement infusion sets and reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.